Event description:
Boston scientific received information that this patient experienced a syncopal episode. Boston scientific technical services (ts) reviewed the patient's recent home monitoring transmission and no events were stored on the date the syncope occurred. A nonsustained ventricular tachycardia detection was noted a few days prior to the syncope and was appropriately sensed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.